Event description:
During an in clinic follow up, episodes of under sensing was observed on the device during ventricular ectopic beats. The device was reprogrammed to resolve this event. The patient was stable and will be monitored.